Event description:
At the end of the procedure the drapes were pulled off of the patient to put dressing on. A 2 to 2 1/2 laceration was noted on the patient's occiput to right posterior part of the patient's head. The resident noted the laceration and stated that the mayfield pin slipped out of the patient's head. The attending surgeon was notified and looked at the laceration. Anesthesia kept the patient asleep and the resident cleaned and sutured the laceration closed. The laceration was dressed with bacitracin ointment and telfa. The incision site right retromastoid was also dressed with bacitracin ointment and telfa. The head was covered with a stockinette.